Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with an ez steer nav catheter and the patient experienced a cardiac tamponade which required a pericardiocentesis and drain placement. After the ablation, the patient developed a pericardial effusion. When the patient was about to be moved off of the procedure table, it was noticed by anesthesia that their blood pressure was low. A bedside transthoracic echo (tte) revealed the effusion. There was no pre-procedure echocardiogram performed for comparison. All ablations performed in right atrium. Ten total ablations were performed in the right atrium. A pericardiocentesis was performed, removing about 200 cc of fluid, and a drain was secured in place. No evidence of a steam pop. The patient stabilized and was admitted to the hospital for overnight observation. This physician always keeps patients overnight for observation; however, this patient required intensive care unit observation versus standard monitoring post-procedure. The patient has fully recovered. The physician believed the effusion was caused by the right ventricular apex (rva) catheter (crd2). The caller stated that the ablation catheter "was only around the valve."

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31904962m and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).